Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3887-33, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they were experiencing an unpleasant sensation with one of their leads so it was replaced along with the implantable neurostimulator (ins) which was at end of service (eos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.